Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was accidentally broken and the screen shattered, after which the user¿s blood glucose rose to about 400 mg/dl and the user was taken to the hospital; a replacement pump was shipped and instructions were provided regarding shutdown, data handling, return, and continued cgm use. Symptoms included hyperglycemia with lethargy. Outcomes included hospitalization and device replacement. Investigation included internal complaint review and return logistics for assessment. Investigation of this case revealed physical damage to the pump consistent with external breakage, correlating with loss of pump function and inability to continue therapy. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage to the device.